Event description:
It was reported that during a da vinci-assisted surgical procedure, communication faults repeatedly occurred when the surgeon moved the console left master tool manipulator (mtml). The customer had already attempted to power cycle the system a couple of times before contacting support, and each time movement of the mtml caused the system to fault. Support then reviewed the system logs and identified multiple faults associated with the mtml. The technical service engineer (tse) recommended performing a hard power cycle of the console; however, the surgeon chose to convert the procedure to laparoscopic, and the plan was to use a different console with the system for the next case. The procedure was converted to laparoscopic with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported error 17 and replaced the left master tool manipulator (mtml) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis of the mtm is in progress at the time of this report. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.